Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized for fever management for neurogenic fever with a subarachnoid bleed. A zoll solex 7 catheter was inserted into the left internal jugular vein by an experienced physician. The nurse stated that the thermogard system sn (B)(4) stopped operating and upon troubleshooting it was determined that the roller pump was not spinning. The console was replaced to continue the treatment. No patient harm or consequence was reported during this event.